Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14722. It was reported the patient is experiencing ineffective stimulation due to high impedances possibly from a fall. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.